Manufacturer narrative:
(B)(4): subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. A review of the device history records has been requested.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient ID is unknown. Patient¿s weight is unknown but reported as normal. Event date: unknown. Additional product codes: mni, mnh, kwp, kwq. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reported the following event: it was reported a removal surgery was performed. This was the patient's third surgery; the first surgery was on (B)(6) 2013 and the second surgery was on (B)(6) 2013. The first surgery entailed an illiac-l1 fusion utilizing the pangea system. The second surgery was performed due to the fact that two of the initial screws were pulling out of the bone due to the patient's poor bone quality and entailed t11-t8 extension from the first surgery also using the pangea system, with dominos. The two (2) screws that were pulling out were left in the patient. Approximately two years later, the patient complained of back pain and the surgeon realized that the screws inserted from t11-t8 were not well implanted into the bone. Upon MRI, the surgeon discovered that around the screws a void was being created and the bone was not growing around the screw, hence no fusion was occurring. Consequently on (B)(6) 2015, the surgeon performed a removal surgery when screws from t11-t8 were removed along with dominos, crosslinks, screws and caps. All originally implanted screws were left in the patient as fusion had occurred at the site where the original screws had pulled out. The surgeon kept two screws in order to perform allergy tests. It was also reported that the screws were removed very easily. The patient outcome is unknown. This is report 5 of 16 for (B)(4).